Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that approximately two months after the onset of peritonitis, antibiotic treatment with imipenem injection was discontinued. At the time of this report, the patient has recovered from peritonitis, turbid fluid, and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid fluid. On an unknown date, treatment with vancomycin, reflin and amikacin were discontinued and the patient began treatment with imipenem injection (1gm, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis, turbid fluid and abdominal pain. Patient retraining was completed. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient was treated with vancomycin injection (1g, intraperitoneal), amikacin injection (500mg, intraperitoneal followed by 100mg in one bag) and reflin injection (1g, in only one bag, intraperitoneal) for peritonitis. Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.